Event description:
Additional information received noting that the high impedance due to incomplete pin insertion, was first observed on (B)(6) 2025 and there was no increase in seizures.

Event description:
It was reported that shortly after undergoing a battery replacement in (B)(6), the patient started to experience an increase in seizures and they were found to have high impedance. The patient was brought back into surgery and per the surgeon no issue were observed with the lead and it appeared to be fully inserted. The lead pin was then removed and re-inserted and the impedance value was then within normal limits. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.